Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 21mm epic max valve was successfully implanted in a patient. The implantation of the epic max valve proceeded routinely, with no difficulty; however, the pseudoaneurysm was closed prior to implantation due to the underlying disease. Postoperatively, the patient experienced elevated c-reactive protein levels, indicating possible persistent inflammation or infection, and developed a significant pleural effusion that required thoracentesis. On (B)(6) 2025, it was noted via transesophageal ultrasound, that there was severe paravalvular aortic regurgitation due to fistulization of an anterior peri-annular pseudoaneurysm in the setting of a recent endocarditis. The 21mm epic max valve was functioning normally. On (B)(6) 2025, a 12mm amplatzer vascular plug was implanted and reduced the severity of the paravalvular leak. The fistulization of the anterior peri-annular pseudoaneurysm was caused by the endocardial process itself, which can lead to complications. In this case, only an annular pseudoaneurysm was identified. This pseudoaneurysm was pre-existing and was a complication of the endocardial process; it was present at the time of the aortic valve replacement and was partially closed during the procedure, though not completely, as later ultrasound studies revealed. The endocarditis was related to the native aortic valve, not the implanted 21mm epic max valve. The 21mm epic mx valve remains implanted. The patient was discharged in very good clinical condition.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 21mm epic max valve was successfully implanted in a patient. The implantation of the epic max valve proceeded routinely, with no difficulty; however, the pseudoaneurysm was closed prior to implantation due to the underlying disease. Postoperatively, the patient experienced elevated c-reactive protein levels, indicating possible persistent inflammation or infection, and developed a significant pleural effusion that required thoracentesis. On (B)(6) 2025, it was noted via transesophageal ultrasound, that there was severe paravalvular aortic regurgitation due to fistulization of an anterior peri-annular pseudoaneurysm in the setting of a recent endocarditis. The 21mm epic max valve was functioning normally. On (B)(6) 2025, a 12mm amplatzer vascular plug was implanted and reduced the severity of the paravalvular leak. The fistulization of the anterior peri-annular pseudoaneurysm was caused by the endocardial process itself, which can lead to complications. In this case, only an annular pseudoaneurysm was identified. This pseudoaneurysm was pre-existing and was a complication of the endocardial process; it was present at the time of the aortic valve replacement and was partially closed during the procedure, though not completely, as later ultrasound studies revealed. The endocarditis was related to the native aortic valve, not the implanted 21mm epic max valve. The 21mm epic mx valve remains implanted. The patient was discharged in very good clinical condition. No additional information was provided.

Manufacturer narrative:
It was reported that postoperatively the patient experienced elevated c-reactive protein levels and developed a significant pleural effusion that required thoracentesis. Also reported that there was severe paravalvular aortic regurgitation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be determined. The reported intervention was result of avp implant due to reduce the paravalvular leak. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.